Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep found that the image acquisition system (ias) standalone board was not outputting the proper voltage. The rep changed the standalone board. The imaging system then passed all tests and the system checkout, and the system was found to be fully operational. The standalone board was received by medtronic but was under analysis at the time of filing. A software analysis was also initiated; it was determined that the issue was due to a hardware issue and that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was stuck in a status of initializing please wait. Both motion and x-ray had red x¿s on the pendant, but it was showing that it was connected to the mobile view station (mvs). A reboot was performed by unplugging the umbilical cable, powering off the system, and then plugging the umbilical cable back in and turning the systems on. This did not resolve the issue, however. This issue was discovered before a case. There was no patient involvement.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: rev. 2 : s/n s1740jhi / gr11754 , ubd: , UDI#: h2) device evaluation: h3, h6) analysis was completed for the standalone board. The reported complaint was confirmed. Visual inspection showed that component r21 was electrically over stressed. The standalone board was unable to undergo the bench test due to the over stressed component. It was determined that there was an electrical failure with the standalone board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.